Event description:
While patient was getting a fluid infusion the IV tubing came apart and the patient's blood starting leaking out onto the floor. The patient's wife alerted staff of the event immediately. Nurse able to change IV tubing and prevent any more concerns with the line.